Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the bipolar pacing lead impedance was higher that the normal range and a quality issue was suspected by the physician. The lead was replaced. The patient was stable.